Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the infusion device changed the basal profile during the middle of the night while the patient was sleeping to a profile that doesn't have a basal rate. The patient's blood glucose level was elevated due to the infusion device not delivering insulin. No adverse event reported. The serial number of the device was not provided. Return of the suspect device was requested for evaluation.